Event description:
It was reported that during post-surgery, it was discovered that the attachment device was broken into two pieces. There were no delays in surgery. A spare device was not available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the nose cone and nose tube appeared to have been taken apart and the retaining pins were missing. It was determined that the holes that the pins fit into were not deformed, indicating that the device was not broken apart. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error by taking the device apart and tampering with the device. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.